Manufacturer narrative:
Analysis and results: there are no previous complaints of this code batch of which we manufactured and distributed 1,944 units in the market. There are no units in stock in b. Braun surgical's warehouse. We have received 157 closed samples. 125 have been tested. Needle attachment results conducted with the closed samples received have values that do not fulfil the requirements of the european pharmacopoeia (ep) and us pharmacopeia (usp). 6 out of the 125 units analyzed had values below the minimum required by the usp. Furthermore, one of the closed samples received had the needle detached from the thread before opening the pack. In summary, 7 units out of the 125 units tested did not fulfil the product specifications. The needle was attached too hard in these defective units and the thread was damaged and under tension, making the attachment area weak and causing the needle detachment. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill usp/ep and b. Braun surgical requirements. Final conclusion: taking into account that the results of samples received do not fulfil the specifications of the european/us pharmacopoeia/b. Braun surgical specifications, we conclude that the complaint is confirmed by evidence of the samples received. We apologize for any inconvenience that this issue may have caused, and thank you for your collaboration. Actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future. An improvement project for optilene is in-house.

Manufacturer narrative:
If additional information becomes available a follow-up report will be submitted.

Event description:
It was reported that there was an issue with optilene suture. The client reported that the needle fell off during a procedure twice.